Manufacturer narrative:
Manufacturing records indicated the lot met all pre-release specifications. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6), 2025, a gore® viabahn® endoprosthesis (vsx device) was intended for use in the brachiocephalic arch during treatment of fistula. After the vsx device was advanced across the lesion, the physician attempted to deploy. However, during deployment the deployment line was stuck at the turn around started to bow string. The physician removed the device and successfully completed the procedure with a new vsx device. The patient did not experience any adverse consequences.

Manufacturer narrative:
Product investigation report conclusion: the primary reported failure mode, related to partial deployment due to the zipper getting stuck at the turnaround, was not consistent with the engineering evaluation findings of an ability to continue deployment. The root cause of the primary reported failure mode could not be established with the available information. The secondary reported failure mode, related to device bowstringing, was consistent with the engineering evaluation findings of deployment line tension and the device appearing in a bowstrung position as returned. The root cause of the secondary reported failure mode could not be established with the available information. The returned device also exhibited an obstruction within the catheter and a catheter kink. The cause for this damage could not be determined, but it is consistent with damage resulting from the reported inability to deploy, an unknown device interaction during withdrawal, or manipulation of the device either during or after the procedure.